Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. If the device or additional information is received, microvention, inc., will issue a supplemental MDR report. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
The product reported in this report is an exported device not cleared or approved for marketing in the u.s. The complaint is being reported based on this product meeting similar product criteria. It was reported that during an embolization procedure a catheter was advanced to embolize a collateral artery coming out from the right subclavian artery, the catheter entered a different artery from the target site. A pushable coil was therefore implanted in the artery. The catheter was then advanced to the target site and the concerned azur coil concerned was used in an artery that was about a little over 1mm. However, the diameter of the coil was too large to be coiled and the catheter bounced back, which caused the coil to move up to the subclavian artery. When the coil was attempted to be pulled back to be removed, the physician felt the coil snapped. A cine image revealed that the coil was stretched. After the coil was stretched, the catheter was removed along with a guiding catheter, and the coil was removed using a 2mm diameter microsnare with the coil extended from the sheath. Some part of the coil could not be removed as it was entangled in previously placed pushable coil in a nearby branch. The coil that could not be removed had no adverse effect on other arteries. The patient's condition was stable and there were no problems. The physician commented that the coil selected may have been oversized.

Manufacturer narrative:
Additional information: g4 (PMA/510(k) number), h10 (summary device evaluation). Summary device evaluation: the investigation of the returned coil system found the pusher inside the returned microcatheter. No damage was found on the returned microcatheter. The implant was found stretched/damaged, separated from the pusher, and tangled with the pusher at distal. Due to the severe stretching of the implant coil, the investigation was unable to measure the diameter of the implant coil to further assess the alleged sizing issue. The pusher was received damaged at the heater coil; however, no burn marks were found on the heater coil indicating the device was not activated using a detachment controller. The investigation found the pusher's monofilament with a stretched tail shape at the tip, which is consistent with the device experiencing excessive force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification.